Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the reported guided tool change or non-intuitive motion issues. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse performed an intuitive motion check as well as an instrument guided tool change with no issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered issues with the guided tool change function not working on the universal surgical manipulators (usm) 3 and 4. The customer noted that the usm3 was not moving properly as well. The customer had completed the case at the time of the call. The procedure was completed with no reported injury.